Manufacturer narrative:
Ye, z., lv, x. The formation mechanism of acute dissection of blood blister-like aneurysm and its implication of endovascular treatment. Chinese neurosurgical journal (2021). Https://doi.org/10.1186/s41016-021-00245-1. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. Refer to manufacturer report 2029214-2021-01072 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Ye, z., lv, x. The formation mechanism of acute dissection of blood blister-like aneurysm and its implication of endovascular treatment. Chinese neurosurgical journal (2021). Https://doi.org/10.1186/s41016-021-00245-1. Medtronic literature review found reported of patient complications in association with the use of an echelon microcatheter in proximity to the intracranial aneurysm and deploy a stent (non-medtronic) across the entry point into the blood blister-like aneurysms (bbla) to the effect of jailing the preceding placed microcatheter. A few patients underwent successive sequential placement of a pipeline flow-diverting stent across the internal ostium of the bbla via a triaxial guiding catheter including a 6-fr intermediate navien catheter and a 0.027-in. Marksman microcatheter and adjunctive coiling. Follow-up angiography conducted 3 to 8 months successive to treatment demonstrated complete aneurysmal obliteration in all patients. The purpose of this article was to develop a more intimate and nuanced understanding of the mechanisms underlying the pathogenesis of soi-disant bbla. 8 consecutive patients harboring bbla undergoing endovascular treatment of (B)(6) hospital of (B)(6) university were subjected to this retrospective review. Of the eight patients, the average age was 49 years, five were female. The following post-procedural outcomes were noted: re-bleeding successive to a closed-cell stent across the aneurysmal neck 2. Non-occult hydrostatic hydrocephalus.